Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer¿s site and evaluated the iabp unit. The fse checked to ensure the unit would autofill and pumped. The fse put the unit into service mode and attempted to run the fiber optic test, which did not pass. The fse found that the upper connector in the fiber optic assembly was loose. The fse secured the unit with a nut and ran tests to ensure it was operating as normal. The fse performed the fiber optic test, all manifolds test and pressure and vacuum tests. All tests passed. The fse confirmed the unit was able to autofill and pumped and released the unit to customer for clinical use.

Event description:
It was reported that there was an issue with the fiber optic of the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.